Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received critical pump error. Customer¿s blood glucose level was unknown. Customer reported that they received open book error image on the screen. Customer went to swimming with the insulin pump. Customer reported that the insulin pump was damaged. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.